Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 jaws did not work properly as energy was not being delivered to the device. The power cord was switched out; however, the device did not work properly. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection did not identify any non-conformities which may have contributed to the reported event. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test as it produced steam and heat during several activations and shut off when the toggle was released. Based upon the eval results, the reported complaint could not be confirmed. A lot history record review could not be performed as the product lot number is unk. (B)(4).